Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the customer had contacted getinge saying that the cardiosave intra aortic balloon pump needs a disk replacement and autofill error.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6-type of investigation code, investigation findings code, investigation conclusion code), h11. After doing 3 good faith efforts (gfe's) we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a